Manufacturer narrative:
Date of event: estimated based on (B)(6) 2020 event date provided. Implant date: estimated based on (B)(6) 2019 procedure date provided.

Event description:
It was reported that device migration occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was implanted. A follow-up CT performed approximately 9 months later suggested a possible device positional shift from the implant date. This shift created a potential gap that may require closing. On inspection of the procedural angiography images, the device appeared to be stable and in the same position. There was flow into the appendage but as a result of the coaxial alignment of the device within the anatomy i.e. It was positioned in a tilted aspect, giving rise to flow under the fabric / membrane. They may have undersized the device and this may have created the shift. No further intervention has been required and the device remains implanted in the patient.